Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device was discarded by the facility.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1, -6.50/+1.50/x133 diopter implantable collamer lens in the patient's right eye on (B)(6) 2016. Low vaulting was noted. The lens was explanted and exchanged for a longer length lens (B)(6) 2016. This resolved the problem. The patient's last visit on (B)(6) 2016, bcva:20/25. The icl was discarded by the facility.

Manufacturer narrative:
Corrected data: correct diopter of the lens is -6.50/+1.50/x113. (B)(4).